Event description:
It was reported by the patient feeling on two occasions "like electricity going through my body" and wondered if it could be caused by the implantable pulse generator (ipg) device. It was also reported that the patient has not been seen or contacted the clinic. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.